Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported, that there was an issue with the product nk1005t, corehip std cementless 12/14 size 5. According to the complaint description, after rasping to determine the size. A medial fracture occurred, during implant insertion. The surgery was completed with wiring. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason:adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided, nor available. The adverse event/ malfunction is filed under aesculap ag reference (B)(4).